Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 3 of 3 mdrs filed for the same patient (reference 1825034-2016-01442, 03852 & 03872).

Event description:
It was reported that during a hip revision procedure, the taper adapter was unable to be removed from the stem. The taper adapter was removed using a burr. It is unknown if the complication resulted in a delay in procedure greater than thirty minutes.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Device was not returned so no product evaluation could be conducted; however the reported event was confirmed through review of medical records.device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified.root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
During the revision procedure surgeon has difficulty removing the taper adapter from the stem. Operative report indicated the outer head came off fairly easily, but the inner portion of the head was unable to be removed. Use of different impactor also did not work, it was completely stuck on the trunnion of the stem. Surgeon has to use metal cutting bur to remove the piece. It was noted that there was minimal damage to the trunnion. The stem was not removed.